Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced nerve pain at the pocket site following a fall. The physician believes the placement of the device caused this pain. Nothing abnormal was noted on x-ray imaging. The physician relocated the pocket site and replaced the device. Following the revision procedure, the patient is currently receiving effective pain relief and is no longer experiencing pain at the pocket site.

Manufacturer narrative:
This report is to update serial number.

Event description:
This report is to update.